Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was about nine years old and they think it reached the end of its battery life. They stated that they used the equipment for nine years and it was very proficient in using the equipment, but one day when the patient went to use it, they saw a doctor on the screen and they thought they saw the eos (end of service message), so they think the ins is depleted. The patient stated that they had ¿both kinds¿ of spinal stenosis and the ins helped control the patient¿s pain ¿at least 50%¿. They stated that they knew it was never going to be 100 percent but between the scs and their medication the pain was managed. The patient stated that since the ins depleted they were in a lot of pain now. The event date was asked but was unknown. No further complications were reported/anticipated.